Event description:
It was reported that the heater line of a homechoice automated pd set with cassette leaked; further described as "the heater bag was leaking from the tubing". This occurred during fill one of three of peritoneal dialysis therapy. Renal therapy services advised the patient to end the therapy session and start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g3 (date received by MFR): replace august 16, 2024 with august 15, 2024. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.